Event description:
Discordant, falsely elevated digoxin results were obtained on three patient samples on an advia 2400 instrument. Two samples were from patient 1 and one sample from patient 2. The initial result for patient 2 was released to the physician(s) and both results for patient 1 were held for validation and not reported. The patient samples were repeated on the same instrument, and the expected results were obtained. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated digoxin results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc advised the customer to replace the lamp. A siemens field service engineer (fse) was also dispatched to the customer site. The customer had replaced the lamp prior to the fse visit, and the fse verified the instrument is within specification. The samples were repeated on the same instrument with new digoxin quality control material after replacing the lamp and results were as expected. The cause of the discordant, falsely elevated digoxin result is a malfunction of the lamp. The instrument is performing according to specifications. No further evaluation of the device is required.